Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and noticed an active insulin amount of 11.5 units while the blood glucose was 157 mg/dl. The event involevd products mmt-332a,mmt-243a,mmt-7040a,mmt-1884. Troubleshooting was performed and auto mode/smartguard was in use, reported that smartguard delivered an 11.8 unit correction bolus despite of blood glucose being normal. No symptoms of low blood glucose were present. Instructed customer that pump will be replaced. The customer will discontinue use of the device. No further patient complications were reported. Mmt-332a,mmt-243a,mmt-7040a were not expected to return. Mmt-1884 was expected to return.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self-test. Unit was successfully downloaded using thump and carelink. No unexpected alarms/alert/anomalies noted during testing or in pump history files. Pump was cut open to perform visual inspection and found no evidence of moisture damage on the electronic assembly. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case, cracked keypad overlay, scratched case and battery tube threads - cracked. No unexpected alarms/alert/anomalies noted during testing. Unable to confirm low or possible high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.